Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had collided with a hard object on his chest and then a few days later the patient had received inappropriate therapy. Subsequently, the electrode was explanted and replaced successfully. The electrode is expected to be returned. No additional adverse patient effects were reported. Further investigation determined complaint (B)(4) is a duplicate to this case.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system had collided with a hard object on his chest and then a few days later the patient had received inappropriate therapy. Subsequently, the electrode was explanted and replaced successfully. The electrode is expected to be returned. No additional adverse patient effects were reported.